Event description:
It was reported to philips that the device experienced a failure during operational testing. There was no patient involvement. The device was sent in for bench repair. Upon evaluation of the device, the reported issue was confirmed: the defib cap is testing below spec and causing the defib test failure in the operational check. The cause was traced to a faulty capacitor assembly, and the part was ordered for replacement to resolve the noted issue. Based on the conclusion of the bench evaluation, it was determined that this was a malfunction of the capacitor assembly. The replacement of the defective part in bench repair was confirmed to resolve the reported issue. Device functions are working correctly. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device experienced a failure during operational testing. There was no patient involvement.